Manufacturer narrative:
It was reported that during the perfusion, the reservoir of the heart lung machine ran empty without the level sensor triggering (no level alarm and therefore no pump stop of the arterial pump). There was no patient harm because the error was noticed in good time by the operator. The perfusion was completed without level monitoring. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that during the perfusion, the reservoir of the heart lung machine ran empty without the level sensor triggering (no level alarm and therefore no pump stop of the arterial pump). There was no patient harm because the error was noticed in good time by the operator. The perfusion was completed without level monitoring. Reference number: (B)(4).

Event description:
Ref#(B)(4).

Manufacturer narrative:
It was reported that the hl20 level sensor did not trigger an alarm and the reservoir went empty. After noticing the malfunction of the level sensor, the user clamped the arterial and venous line to the patient. Then the patient was set head low position. However, air had not yet entered the arterial line to the patient. The reservoir was filled with ringer's solution and vented by internal circulation. After venting, the patient was reconnected to the heart lung machine and the treatment was finished without harm or injury to any person. A getinge field service technician was onsite for an investigation. The technician could reproduce the reported failure. After replacement of the level sensor with a new one the reported failure could not be reproduced and the device works to factory specification. The defective level sensor was requested for further investigation at the manufacturer. The level sensor was connected to an aep-module of the hl20 at the manufacturer site. The function of the defective level sensor was compared with 3 similar level sensors. During the tests, it was observed that even the slightest impact of force on the cls connection cable had an effect on the digital values of the level signal. This was observed with all 4 level sensors, but it had the highest effect on the defective sensor. The most possible root cause is stressing of the connection cable results in false positive readings of the fluid level. The ferrites which were necessary due to the tightening of the emc directive in 2014 and 2018 also ensure that the cable is routed straight and vertically downwards away from the sensor. The device in question was manufactured on 2011-08-10. The review of the non-conformities during the period of 2011-08-10 to 2021-04-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.